Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the follow-up performed on (B)(6)2019 , low atrial lead impedance was observed. Arrhythmia episodes showing noise oversensing were observed on the atrial channel. Parameters were not reprogrammed during the follow-up. Preliminary analysis revealed that the observed atrial noise oversensing most probably resulted from an atrial lead issue.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2019, low atrial lead impedance was observed. Arrhythmia episodes showing noise oversensing were observed on the atrial channel. Parameters were not reprogrammed during the follow-up. Preliminary analysis revealed that the observed atrial noise oversensing most probably resulted from an atrial lead issue.